Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. After rota was performed, the balloon ruptured upon third inflation at 8 atmospheres. The procedure was completed with another of the same device. There were no complications reported.